Manufacturer narrative:
Concomitant products: 4058m45 lead implanted (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) pacing system remains in use. No further patient complications have been reported as a result of this event.